Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice in one week due to low and high blood glucose. On (B)(6) 2018 the customer had blood glucose of 443 to 42 mg/dl at the time of the incident. The customer was given food to treat. The customer experienced symptoms such as being belligerent. The customer was wearing the insulin pump during the incident. The customer was getting 10 to 11 calibration prompts and believes their pump was not set up correctly. The customer was going high even after bolusing for food. Troubleshooting was not completed and the customer will be retrained. The customer had blood glucose of over 300 to 22 mg/dl on the previous occasion. The insulin pump will not be returned for analysis.